Manufacturer narrative:
No kinks or bends were identified on the exposed portion of the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The data shows no increase in pulse widths that would indicate a fluid path occlusion like a bent cannula. No other defects were identified during the investigation that would cause a failure of the pod¿s ability to deliver insulin, or high bg (blood glucose) levels.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia with bent cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels, dehydration and vomiting. Patient¿s blood glucose exceeded 500 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (arm) and when the pod was removed the cannula looked bent. Patient¿s ketones was moderate while at home. Patient's treatment included intravenous to rehydrate oxygen level was low.